Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66437be00. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause lot number. The overall performance of architect toxo igg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable to the historical reagent lot performance, the review of applicable field data suggests that the performance is acceptable. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect toxo igg reagent kit for lot number 66437be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect toxo igg results generated on the architect i2000sr processing module for one sample. The following results were provided: on (B)(6) 2025, sid (B)(6), toxo igg result = > 200.0 iu/ml, repeated toxo igg sample diluted 1:10 (automatic dilution) result = 294.7 iu/ml. The customer then sent the sample to another laboratory with non-abbott analyzer (biomerieux vidas) = negative result for toxo igg. Additional lab results provided: high toxo activity result, toxo igm = 1.11 index reactive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect toxo igg results generated on the architect i2000sr processing module for one sample. The following results were provided: on (B)(6) 2025, sid (B)(6), toxo igg result = > 200.0 iu/ml, repeated toxo igg sample diluted 1:10 (automatic dilution) result = 294.7 iu/ml. The customer then sent the sample to another laboratory with non-abbott analyzer (biomerieux vidas) = negative result for toxo igg, additional lab results provided: high toxo activity result, toxo igm = 1.11 index reactive no impact to patient management was reported.